Event description:
It was reported the patient¿s blood glucose level reached 45 mmol/l (810 mg/dl). The pod was worn less than an hour. It was noted that the needle did not deploy. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.